Manufacturer narrative:
Additional lot#: tacg91w. A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2011-00375.

Event description:
It was reported that, "first attempted with dual cabling system. Upon tensioning the cables it was noted that the dual cables were not tensioning and would only tension on one side. Second attempt with single cabling system. The single sided tentioner would not grip the cable to provide tension."